Event description:
It was reported that during use with 5 bd vacutainer® eclipse¿ blood collection needle the needle breaks off. The following information was provided by the initial reporter: customer states after uncapping needle while placing into hub the screw adapter is breaking off exposing the needle. Customer states total of 5 needle breaks.

Manufacturer narrative:
H.6. Investigation summary: bd received 20 shelf packs of samples for investigation. Twenty (20) of the samples were randomly selected and evaluated by functional testing for hub/collar separation as well as needle breakage and the indicated failure mode for cannula breaks off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cannula breaks off. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 5 bd vacutainer® eclipse¿ blood collection needle the needle breaks off. The following information was provided by the initial reporter: customer states after uncapping needle while placing into hub the screw adapter is breaking off exposing the needle. Customer states total of 5 needle breaks.